Event description:
It was reported that the patient with a coloplastpenile prosthesis (ipp-inflatable peniel prosthesis) developed an infection. The device was replaced with a malleable penile prosthesis as a placeholder and in inflatable penile prosthesis was subsequently implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).